Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized due to a skin flap infection, and received ic antibiotics. The implanted device remains.